Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported clip caught on chordae (entrapment of the device) appears to be due to procedural condition. The foreign body in patient appears to be due to reported clip caught on chordae. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report device entrapment and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, during grasping, the clip became caught on the leaflets. An attempt was made to free the clip by maneuvering the clip but failed. The clip was deployed on the leaflets; however, the clip was partially deployed in the chordae. The procedure ended at this point. One clip was implanted, reducing mr to 3. There were no adverse patient effects and no reported clinically significant delay in the procedure.